Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that a simplify disc removal occurred on (B)(6) 2026 due to subsidence. Original date of surgery was on (B)(6) 2025. A 2-level cervical total disc replacement failed and revision to acdf needed.